Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that at the implant procedure, it was impossible to screw the lead down into the device header. The setscrew seems to be damaged. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analysis found no anomalies. However, the grommet was damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.